Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the implanted stem snapped in the patient requiring removal.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. A visual inspection was performed by a material analysis engineer which noted; the articulating surface of the head is shown with explantation damage being observed. Based on the provided information, the product reported in this investigation did not contribute to the event. There is no allegation of failure against the unknown head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the implanted stem snapped in the patient requiring removal.